Manufacturer narrative:
The investigation of automated impella controller (aic) - battery comm. Failure has been completed. The logs confirmed the reported failure mode given there was a controller error alarm. The controller error and loss of placement signal is due to an optical bench fw communication protocol anomaly, resulting in misalignment of data communication packets received. The following have been reported incorrectly or missing from manufacturer device report.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The us complainant reported the automated impella controller (aic) had a ¿controller error¿ yellow alarm. The staff reported the issue resolved itself and the alarm was cleared. The representative logged into the impella connect, but it did not capture the alarm. Therefore, the aic was replaced. There was no reported patient harm.